Manufacturer narrative:
General information: we received a complaint about a columbus cr/ps cemented system from the (B)(6). Up to now, we did not receive any devices for investigation. Consequences for the patient: post-operative medical intervention was necessary: revision surgery. Investigation: no product at hand, therefore a failure investigation is not possible. If new information and /or the devices are going to be provided, a further investigation will be executed. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available it is not possible to determine a root cause for the failure. Rationale: there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. In the light of the small amount of information received and due to the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a root cause for the mentioned failure. Furthermore there are no clear hints what exactly happened in this case. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Event description:
It was reported that there was an issue with columbus uc gliding surface. According to the customer report: "arthroprosthesis bicompartmental left knee. Implantation date: (B)(6) 2016. Infection arthroprosthesis bicompartmental left knee, explantation left knee arthroprosthesis and placement of anti-biotato spacer. Consequences: surgery and hospital time extension. A revision surgery was necessary. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under (B)(4). Associated medwatch-reports: 9610612-2019-00936 ((B)(4) nn075k), 9610612-2019-00938 ((B)(4) ae-qas-k521-53).